Manufacturer narrative:
Concomitant product: lpg1510ar 10x15 cm lp antmcl mesh rt (lot# lpg1510ar). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions, migration, pain, and recurrence. Post-operative patient treatment included revision surgery.